Event description:
"Caller email - (B)(6). The bag retrieval system is thin and tears easily."

Manufacturer narrative:
Investigation summary: two units were returned for eval. Upon inspection, engineering found that the units were fully retracted with part of the bags and the cord loops attached to the actuators. The bags of the two units appeared to have been cut by an instrument and the bottom part of each bag was missing. No signs of tension on the bags were noted. This document represents our initial/final report.